Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging that the meter did not power on. Batteries had been replaced less than a year ago and were correctly installed and meter still did not power on. Pt verified that he was using the correct vial of test strips and that the battery contacts were in good condition. Customer service was unable to resolve the issue and sent the pt a new meter.